Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced the spring detachment from the outer ring of the inserter of the infusion set during cocking the spring, which led to high blood glucose level event on (B)(6) 2025. The patient went to emergency room (ER) on (B)(6) 2025, with a l remained there for four hours, due to hyperglycemia. The patient's blood glucose level during emergency room admission was 580mg/dl. During hospitalization, the patient was treated with two bags of intravenous (IV). The patient replaced infusion set and resumed insulin deliveries successfully. The patient was released from hospital on (B)(6) 2025. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 05-feb-2026 against "lot number " 6012664 and similar malfunction codes: component defect- spring breaks during loading or detaches from outer ring of serter (insertion device), spring detached from outer ring of serter (insertion device). The review confirmed that lot 6012664 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 04-feb-2026 against "lot number" criteria equal 6012664 and similar malfunction codes: component defect- spring breaks during loading or detaches from outer ring of serter (insertion device), spring detached from outer ring of serter (insertion device). The count of complaint is (B)(4). The complaint numbers are (B)(4). Device history record (DHR) review: the lot 6012664 was manufactured according to the work instruction (wi) version 122, manufactured in the line 10, on 05-apr-2025, with a total of (B)(4) units. Assembly: gluing tubing: the lot 5c04390 was manufactured according to the form version 2.0, manufactured in the machine itl03, on 30-mar-2025, with a total of (B)(4) units. Gluing tubing: the lot 5d01284 was manufactured according to the form version 2.0, manufactured in the machine itl03, on 06-apr-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi guidance for functional testing for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code component defect- spring breaks during loading or detaches from outer ring of serter (insertion device), in the complaint (B)(4) on 06-feb-2026. All test results were within specification as documented in the attached test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012664 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.